Event description:
The patient sustained a perforation during a colonoscopy procedure. The proceduralist when interviewed indicated that he felt the scope was "behaving strangely" with suspicion of scope malfunction.